Event description:
The component that loosened was the acetabular cup.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr resurfacing (right); reason(s) for revision: component loosening; alval; pain; noise.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr resurfacing (right). Reason(s) for revision: component loosening, alval, pain, noise. Update: received confirmation regarding component loosening, (B)(6) 2012. Reason(s) for revision: component loosening (acetabular cup). Update: added hospital and patients name taken from legal letter 20 may 2013. Bilateral: left hip unknown products. Update 6 aug 2015: added reason for revision from legal letter: lucencies around the cup, metallosis, inability to walk, patient sex